Manufacturer narrative:
The reported event of ¿delamination at the proximal end of right ventricular coil¿ was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. A partial lead was returned for analysis in 3 segments. Final analysis found external insulation abrasion was noted at 7.5-8.5 cm from the distal tip consistent with lead friction to another implanted device or feature of the heart. The ptfe coating was abraded at this location exposing the inner coil and one re cable was separated in this region consistent with explant damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12898. It was reported that the patient presented for a routine generator replacement procedure. Prior to the procedure, fluroscopy imaging was performed and it was observed that the patient's right ventricular lead showed signs of delamination. It was noted that all measurements were normal. In addition, unspecified insulation damage was observed on the patient's left ventricular lead as well. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.